Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified; deformation and weight within specification, brown particles in shell. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process." Additional, changed, and/or corrected data.

Event description:
Patient reported seroma for left side. Healthcare professional additional reported there was no seroma, but capsular contracture baker grade iii, the device has been explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported seroma for left side. Healthcare professional additional reported there was no seroma, but capsular contracture baker grade iii, the device has been explanted.